Event description:
Reportedly, on the egm printout recorded on (B)(6) 2014, the display of the as markers was intermittent. However, visually the atrial signal amplitude seems to have the same amplitude on the egm at atrial channel.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
Reportedly, on the egm printout recorded on (B)(4) 2014, the display of the as markers was intermittent. However, visually the atrial signal amplitude seems to have the same amplitude on the egm at atrial channel.